Event description:
It was reported that: approx 1/2 hr into the case, the unit posted a vent fail message on the display. The user observed that the waveforms went flat on the display. The user then switched to manual ventilation, but was unable to ventilate the pt. The user then switched directly to an ambu bag until another anesthesia unit was made available. The user never depressed the ventilator override switch.